Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. It was reported that a power on reset (por) message was observed. The patient stated that he went to connect to his device using the programmer to turn stimulation on but it showed an informational por message and he wasn't able to turn the battery back on. Patient services had the patient sync with the programmer and the por was successfully cleared. It was noted that the issue was resolved and the patient's therapy was turned on and adequate. No symptoms were reported. No further complications were reported/anticipated.